Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver mediation and difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer must press hard on the pen in order for the insulin to come through the needle. Verbatim: voicemail: consumer left voicemail regarding nano 2nd gen pen needles. He stated that he has to press hard on the pen in order for the insulin to come through the needle. 03-16-21: I returned consumer's call, he stated the same, no insulin flow during injection. Consumer does not prime the needles, and does not re-use."

Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver mediation and difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer must press hard on the pen in order for the insulin to come through the needle. Verbatim: voicemail: consumer left voicemail regarding nano 2nd gen pen needles. He stated that he has to press hard on the pen in order for the insulin to come through the needle. (B)(6) 2021: I returned consumer's call, he stated the same, no insulin flow during injection. Consumer does not prime the needles, and does not re-use."